Event description:
It was reported that the patient was experiencing extended and frequent ipg charging. The patient believed that the ipg was not laying flat and charging difficulties was due to the ipg location and some recent weight loss. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. The ipg was not returned.